Event description:
A customer obtained unexpectedly elevated atellica im high-sensitivity troponin I (tnih) results for two samples from one patient as a result of an operator processing error. The operator inadvertently ran the neat samples as manually diluted samples on the analyzer (1:200) and the factor of 200 was applied to the results. The results of the two samples were reported by the instrument as 77262 ng/l and 49557 ng/l, but were expected to be approximately 300 ng/l. One of the incorrect results was reported to the physician, who ordered a heart catheter examination. The customer indicated that there were no findings in the catheter examination and that there is no report of negative health consequences to the patient as a result of the procedure. Serial testing was also performed across multiple days using the same atellica im instrument and lot and results were as expected, based on the patient's clinical picture. There are no known reports of adverse health consequences due to the elevated tnih reported results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report unexpectedly elevated atellica im high-sensitivity troponin I (tnih) results for two samples from one patient as a result of an operator processing error. The customer determined that a use error occurred on 2 samples, where the operator inadvertently ran the neat samples as manually diluted samples on the analyzer (1:200). Therefore, although a neat sample was tested, the analyzer reported results with a 1:200 dilution calculation. As a troubleshooting activity, the customer tested one of these samples on a different instrument with a different reagent lot. The result was similar to the initial result (with no dilution factor applied) and fit with the clinical picture of the patient. The definition of a high-sensitivity assay section of the instructions for use (IFU) states that "ctn values must be used in the context of the patient clinical presentation. Serial sampling is recommended to detect the temporal rise and fall of ctn levels characteristic of ami. The demonstration of a temporal rise and fall in ctn, along with clinical assessment, is needed to distinguish ami from ctn elevations associated with non-ami conditions, such as renal failure, arrhythmias, pulmonary embolism, chronic renal disease, myocarditis, and cardiotoxicity." The interpretation of results section of the IFU states that "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The limitations section of the IFU states: "samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method." "Patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies." MDR 1219913-2022-00144 was filed for the same incident.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2022-00143 initial report on 2022-05-12. Siemens healthcare diagnostics has concluded the investigation for outside of the united states (ous) who observed unexpectedly elevated atellica im high-sensitivity troponin I (tnih) results for two samples from one patient as a result of an operator processing error. Siemens performed reviews of the complaint information and the instrument and lis logs to verify that an incorrect dilution calculation did not occur. The review of information identified a tnih result on sample reloaded to automation with repeat use of sample ID#, which would indicate an operator error. A potential product performance issue has not been identified with the tnih assay, atellica im instrument or lis. The customer is operational. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results. MDR 1219913-2022-00144 supplemental 1 was filed for the same incident.